Manufacturer narrative:
The event was confirmed by the qa technician through functional and visual inspection. The latch was difficult to properly actuate. The technician determined through visual inspection that ceramic ball was missing. It is possible that the damage was caused by excessive sideload. The housing was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the locking bolt in system 7 aseptic housing was becoming loose during a medical procedure. The housing could not be closed any more. The procedure was completed successfully using backup equipment. No delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturing facility, it was reported during service inspection that the ceramic ball is missing from the latch mechanism which can cause the housing to open up.

Event description:
It was reported that the locking bolt in system 7 aseptic housing was becoming loose during a medical procedure. The housing could not be closed any more. The procedure was completed successfully using backup equipment. No delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturing facility, it was reported during service inspection that the ceramic ball is missing from the latch mechanism which can cause the housing to open up.